Manufacturer narrative:
E3: occupation: nurse manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a right and left heart catheterization, 18 milliliters (ml) of air was entered into the tr band 2 device. Air began to slowly leak out of band while still in lab room and created a hematoma on the patient's forearm. The patient was discharged. No medical or surgical intervention was required. Additional information was received on 10 may 2023: the procedure performed was a left heart catheterization. The tr band 2 started losing air approximately ten (10) - fifteen (15) minutes after being applied. The device was not manipulated before use in any way - pre-use or during storage. A merit prelude sheath was used for access, wire, catheter was used with the tr band. The tr band was stored on the shelf in the lab as normal. The lab used a tr band 1 to achieve hemostasis. The procedure was successful. The patient was in stable condition. There was no damage to the device, other than balloon losing air.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results and to provide a correction to section g4. The incorrect 510k was inadvertently entered on the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).